Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured during the first inflation at 6-8 atm. A pinhole was observed in the balloon. Another company's balloon catheter was used to complete the procedure. Reportedly, there was no pt injury. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous, mildly calcified and 90% stenosed, which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed; therefore, no determination can be made as to the root cause of the reported balloon rupture.